Event description:
It was reported the patient received the following results within 10 minutes: 358 mg/dl and 164 mg/dl. Also, it was reported the patient received the following results on a different day within 10 minutes: 349 mg/dl and 169 mg/dl.